Event description:
It was reported that 16 days post-implant of an implantable cardioverter defibrillator (ICD) system with no reported procedural complications, the patient was admitted to the hospital due to diabetes-related orthopedic disease and transferred to the cardiology ward the following day. The patient's condition was reported to have been poor during the stay in the hospital, with electrolyte imbalance, frequent hypokalemia, and many underlying diseases. After 17 days in-hospital, the patient underwent a joint replacement procedure where they suffered a sudden cardiac arrest after the surgery. Resuscitation efforts were performed for 30 minutes, and per hospital staff, the patient did not receive any high-voltage therapy. The patient was transferred to the intensive care unit (ICU) and discharged home two days later at the request of the patient's family. The patient subsequently died two days post-discharge following failed rescue efforts. A patient representative stated that they were informed by a cardiologist from the hospital that the patient's ICD did not work during the cardiac arrest. The patient representative stated that because of this information, they believe there was a problem with the product quality which led to the patient's death after surgery. The patient's cause of death was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.